Event description:
Dealer states: customer alleges when using shower chair for the first time the legs came from up under the customer. (B)(6) says looking at the chair, the screws are really loose. Dealer states end user was not injured. Part sent for repair.